Manufacturer narrative:
User reported an event where the light was causing higher than normal values, inaccurate values. The case was escalated to the next level of support for additional review. In an associated case where user reported infection at insertion site which could have impacted system performance. The user stopped responding to the communications from customer care. Upon review on dms, the user is currently utilizing the system and information is up to date.

Event description:
On 31 may 2025,senseonics was made aware of an incident where reported inaccuracy in sensor readings.no injury or medical intervention was reported.

Manufacturer narrative:
User reported an event where the cgm showed results that are different from glucometer measurements. The case was escalated to the next level of support. It was noted that variability began around the time the user reported an infection.he escalation response indicated that the infection likely impacted system performance.multiple callback attempts and a final email were made to reach the user, who remained unresponsive. However, dms showed the user resumed system use and data was up to date. The case was closed with instructions to contact support again if discrepancies persist after the insertion site heals and treatment is completed.